Event description:
...

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This follow up is submitted to correct typo's observed in the original report. This event should have been filed as a product problem and a malfunction. No additional information is available at this time.

Manufacturer narrative:
The customer is using reagent lot m908398. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by image 800 immunochemistry system. The results were reported out of the laboratory. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.